Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Add'l device(s) related to this event include: pxc141200/ (B) (4). The gore excluder aaa endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore excluder aaa endoprosthesis may include bet are not limited to: endoleak; aneurysm enlargement; surgical conversion. Additionally, the IFU states: the safety effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: proximal neck angulation of greater than 60 degrees.

Event description:
On (B) (6) 2005, the pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm measuring 6cm. On (B) (6) 2009, the pt had computed tomography (CT) scan which detected enlargement of the aneurysm, measuring 8cm and suspected a type I endoleak. On (B) (6) 2009, an angiogram demonstrated a type ii endoleak originating from the inferior mesenteric artery (ima). There was no evidence of a type I endoleak. On (B) (6) 2009, the physician performed coil ligation of the ima, which did not resolve the type ii endoleak. On (B) (6) 2010, the pt was converted to open and the devices were explanted. When explanting the devices, the physician found the endograft had two sutures placed through it, and it was attached to the native aorta. The pt tolerated the procedure.